Manufacturer narrative:
(B)(4). The device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right lower extremity. An imager ii angiographic catheter and a zip guide wire were selected and advanced to the target lesion. It was noted that the that both devices were hard to use together. The guide wire was sticking within the catheter and was hanging up at the hub even when the wire and the catheter have been flushed. Subsequently, this happened when the wire and the catheter was being inserted or withdrawn. The procedure was completed with these devices. The physician was able to remove the device, but it was really difficult. It was very hard to remove and it should not have been that difficult. No patient complications were reported and the patient's status was fine.